Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, device logs were provided for review. Review of the device logs showed a pads connection timeout early in the day, followed by a low battery warning later in the morning. By evening, the device recorded low voltage and critically low battery conditions, after which the battery became completely depleted. The logs indicate the device remained powered on for approximately 16 hours and 19 minutes. The cause of the software timeout could not be determined from the available data. The device will need to be returned for further evaluation. Analysis of reports of this type has not identified an increase in trend.